Manufacturer narrative:
Age at time of event: 18 years of age or older. Device evaluation by manufacturer: the unit was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Date of birth: updated. (B)(4).

Event description:
Same case as: MFR ID#: 2134265-2011-01184 it was reported that during a percutaneous rotational atherectomy treatment procedure, the burr became stuck and the patient died. The lesion was located in the mid left anterior descending artery. Vascular access was gained via the right femoral artery. Following angiography, a 6fr guide catheter was advanced, a non bsc guide crossed the lesion, and multiple balloon inflations were performed. A 1.25mm rotalink burr was advanced and 4 runs were performed at 160,000 rpms. A 2.5x10mm flextome cutting balloon was advanced and inflated once, and then a non-bsc 3.0x10mm balloon was advanced and inflated once. A 1.5mm rotalink burr was then advanced and 5 ablation runs were performed at 160,000 rpms. Inflations were then performed with a 3.0x12mm nc quantum apex balloon, a 2.75x6mm flextome cutting balloon, and a 3.0x6mm flextome cutting balloon. The 2.15 rotalink burr was then advanced over an extra support rotawire, and 4 ablation runs were performed at 160,000 rpms. The burr became stuck in the calcium however the physician was able to "yank" the burr out of the patient. The patient had ventricular fibrillation treated with atropine and defibrillation. Additional doses of epinephrine, lidocaine and atropine were given. A non-bsc 3.0 x 28mm stent was then deployed at 8 atms for 15 seconds. Another dose of epinephrine was given. CPR was then initiated, a temporary pacer was inserted, and an intra-aortic balloon was inserted. The patient then expired.

Event description:
Same case as: MFR ID#: 2134265-2011-01184. It was reported that during a percutaneous rotational atherectomy treatment procedure, the burr became stuck and the patient died. The lesion was located in the mid left anterior descending artery. Vascular access was gained via the right femoral artery. Following angiography, a 6fr guide catheter was advanced, a non bsc guide crossed the lesion, and multiple balloon inflations were performed. A 1.25mm rotalink burr was advanced and 4 runs were performed at 160,000 rpms. A 2.5x10mm flextome cutting balloon was advanced and inflated once, and then a non-bsc 3.0x10mm balloon was advanced and inflated once. A 1.5mm rotalink burr was then advanced and 5 ablation runs were performed at 160,000 rpms. Inflations were then performed with a 3.0x12mm nc quantum apex balloon, a 2.75x6mm flextome cutting balloon, and a 3.0x6mm flextome cutting balloon. The 2.15 rotalink burr was then advanced over an extra support rotawire, and 4 ablation runs were performed at 160,000 rpms. The burr became stuck in the calcium however the physician was able to "yank" the burr out of the patient. The patient had ventricular fibrillation treated with atropine and defibrillation. Additional doses of epinephrine, lidocaine and atropine were given. A non-bsc 3.0 x 28mm stent was then deployed at 8 atms for 15 seconds. Another dose of epinephrine was given. CPR was then initiated, a temporary pacer was inserted, and an intra-aortic balloon was inserted. The patient then expired.